Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that there no obvious reasons for the system error 2240 alarm. The technical service representative advised the patient to end the therapy. The technical service representative assisted the patient to clear the alarm and remove the cassette. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Leak testing, clear passage test, clamp function testing, and device-device interaction testing (sample ran on machine) were performed with no issues noted. The reported condition not was verified. Should additional relevant information become available, a supplemental report will be submitted.